Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was doing a minimally invasive spine fusion at l5-s1 and stated that they weren't comfortable that navigation was accurate. The surgeon brought in flouro to confirm screws on the right side. The surgeon stated that l5 looked a little high and also felt a guidewire was not optimally placed. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. The issue could not be replicated. The system passed checkout. If information is provided in the future, a supplemental report will be issued.